Event description:
Stand assist mechanical lift being used when the sling loops hooked on the arm of the lift gave way on one side - a small metal burr was found on the inside of the hook which appeared to have cut the fabric on the loop of the sling. The person in the lift fell to the ground hitting his head and obtained two hematomas. The person was sent 911 to the hosp for eval and returned with report of no internal injuries. Incident reported to MFR on (B)(6) 2011. The sling returned to MFR on (B)(6) 2011.